Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer blood glucose value was 492 mg/dl. Customer was treated with manual injection for high blood glucose. Customer did not allege pump was under delivering the insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not used auto mode feature. The insulin pump will not returned for analysis.